Manufacturer narrative:
Journal reference: novak, et al. "Two cases of ischemia associated with subthalamic nucleus stimulator implantation for advanced parkinson's disease". Movement disorders, 2006, 21:1477-1483. Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.

Event description:
Journal reference: novak, et al. "Two cases of ischemia associated with subthalamic nuclueus stimulator implantation for advanced parkinson's disease". Movement disorders, 2006, 21:1477-1483. The article describes two case studies that involve ischemia associated with the implant of subthalamic nucleus stimulators in addition, other complications from a series of 41 patients treated with dbs for symptoms related to advanced stage pd over the last 5.5 years are also presented. Reportable events: two patients (lead model 3389 n=2) experienced intracranial hemorrhages - ich. No symptom, treatment info was provided.